Event description:
It was reported via repair work order that the siderails would function intermittently. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the siderails would function intermittently. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow up being submitted as the original issue of the siderails functioning intermittently was not confirmed. The investigation revealed that the siderail limit switch was not functioning properly. The issue of the limit switch is not reportable and is addressed by the following rationale: it was reported that there was a siderail switch error being displayed. This will result in an annoyance for the caregiver as it would be apparent that the I-bed awareness functions would not be available for use. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported. This issue is not likely to cause or contribute to serious injury or death if it were to recur. Therefore, this event is not reportable.